Event description:
It was reported that during the procedure, at 59,420 joules and 8:40 the fiber cap (metal tip) fell off. The tip was retrieved by a grasper. A new fiber was used to complete procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the as reported metal cap detachment as the metal cap was found to be attached to the fiber. However, analysis did identify a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. The metal cap exhibited moderate charred debris adhesion, indicative of tissue contact. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.

Event description:
It was reported that during the procedure, at 59,420 joules and 8:40 the fiber cap (metal tip) fell off. The tip was retrieved by a grasper. A new fiber was used to complete procedure. There were no patient complications.